Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator delivered inappropriate shocks during atrial fibrillation. Programming changes were made. The patient was stable.